Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemia event detected on a dexcom g7, with a lowest cgm value of 64 mg/dl and a confirmatory glucometer reading of 66 mg/dl, lasting about 30 minutes, without symptoms; the nurse treated with oral carbohydrates including a glucose pack and a peanut butter and jelly sandwich, and glucose subsequently rose to 81 mg/dl. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included an unexpected medical intervention in the form of medication/oral glucose administration; no serious injury, illness, or impairment occurred. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no findings available regarding a device-related problem, with insufficient information to attribute the event to a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.